Event description:
It was reported that the patient right load wheel horn was broken off the head section, which could potentially cause unstable loading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.